Event description:
The customer reported being hospitalized due to low blood glucose of 20mg/dl. The customer stated that her husband found her unresponsive. Troubleshooting could not be performed as issue has been resolved. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.